Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6). Recharger was returned and analysis shows that cable insulation is peeling away at bottom of strain relief and wires are exposed: high reading na low reading na no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were not able to recharge their implantable neurostimulator (ins) but they are not sure if its the controller or the recharge because the last they charge the controller; it got very warm then the controller shuts down and the recharger 'over heated' too. Pt said the issue started about 3 days ago. Pt mentioned they tried to reset the controller and it did reboot but it shuts down again. Pt stated when they replaced the battery and reinserted it to the controller, they were able 're-use' it to charge the ins and charge the controller but yesterday the controller completely shut down. During the call the controller turned on. Agent had pt to reset the controller using the ac cord. Pt confirmed the controller powered on; they can see green light on the ac cord adaptor and green light flashing on the controller after the battery pack was reinserted. Pt confirmed no visible damage on the controller port. The controller was working as intended. Agent advised pt to monitor the issue and will call back if they are still having a problem. Pt mentioned they tried to reset the controller but its not letting them charge the ins and when they placed the pad its unable to make contact then the controller shuts down. Pt stated when they replaced the battery and reinserted it, they were able to charge the ins but yesterday the controller completely shut down. Pt said couple of spots on the recharger cord, the 'insulation or black rubber' looks frayed a little bit and they can see green wires. Agent sent a request to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.